Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 9143637. The review did not reveal any detected quality issues during the production process and all inspections performed were found to be within specification. To further investigate the reported concern, two physical samples were provided for evaluation by our quality team. Through examination of the samples, no damages were observed. The samples were functionally tested and they were found to perform per specification. Based on the investigation results, a manufacturing related cause for the reported concerns cannot be determined.

Event description:
It was reported that there were concerns about the safety mechanism with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter: (2 of 2 complaints). Although the customer did say nothing happened they are fearful that it might have a problem with safety shield failure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were concerns about the safety mechanism with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter: (2 of 2 complaints). Although the customer did say nothing happened they are fearful that it might have a problem with safety shield failure.